Manufacturer narrative:
Evaluation of the returned device confirmed a fluid spill. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA records (B)(4). These actions have been communicated to the FDA and (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting a leak occurred within their orthopat machine causing. No injury or reaction was reported.